Event description:
The customer called for help in running a control test. While troubleshooting, she performed control tests and rec'd results of 258 and 271 mg/dl. The normal control range was 113-163 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. The customer was sent a replacement breeze2 meter system.